Event description:
It was reported that the patient passed away on (B)(6) 2022 due to cardiac arrest. It was stated that the patient's death was natural and not device or therapy related. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii left ventricular assist system (lvas), serial number (B)(4), cannot be conclusively established through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.